Event description:
Information was received from the patient's neurologist that the increase in seizures were due to battery depletion and loss of therapy. Also, the exported tablet data from the neurologist's tablet was reviewed. A discrepancy was found between the measured battery voltage and the percentage of battery consumed. The device's battery voltage measured 2.691 v (indicating approximately 75% battery consumed); however, it was measured that only 45.25% battery had been consumed. The device was manufactured using the laser routing process and a review of device history records for the generator shows that no unresolved non-conformances were found. Laser routed generator displaying premature end-of-life indicators have been previously studied, and the results of the investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in current leakage paths. The explanted generator has been received. Analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to premature battery depletion. Also, the patient experienced an increase in seizures prior to the replacement. The patient's physician stated the generator's battery status was at near end of service in late (B)(6) 2017. A review of device history records for the generator shows that no unresolved non-conformances were found and that the device was laser routed. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the generator. Analysis confirmed the discrepancy between the battery's voltage and the percentage of battery capacity remaining. The device's battery voltage measured 2.437 v (indicating approximately 75% battery consumed); however, it was measured that only 46.942% battery had been consumed. The pulse generator was programmed to the ¿as received¿ parameter settings, and the device output signal was monitored for more than 24 hours while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications no additional or relevant information has been received to date.